Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) earl ier than expected by the customer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant products: 693558 implantable tachy lead, (B)(6) 2010; 5076-45 implantable pacing lead, (B)(6) 2010; 419688 implantable pacing lead, (B)(6) 2010. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.